Event description:
Reference MFR reports: 1627487-2013-02115 and 1627487-2013-02116. It was reported the patient complained of a low grade fever, fatigue and pain that wrapped from her lead site around to her ribs on the left side. She stated a suture from her scs trial had come out, opened up and drained a small amount of fluid. It was reported the patient has a history of postsurgical (B)(6) infections. She stated she has effective stimulation coverage and pain relief. The physician assistant (pa) started her on antibiotics and ordered labs and a chest x-ray. Follow-up indicated the patient's symptoms had resolved. The pa confirmed there were no signs of infection or other complications. The patient's scs system remains implanted.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. Therefore, the DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.